Event description:
The patient reported that they felt lethargic and pings in their arms while using their kindle on the recliner. The patient also reported that they felt better once they left the house and were away from their kindle. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.